Event description:
Event reported by attorney. The legal complaint states that: plaintiff had t-sling implanted on (B)(6) 2012. Due to pain, erosion, and painful sexual intercourse pelvic mesh was removed on (B)(6) 2010 at (B)(6) hospital. Plaintiff first experienced symptoms in (B)(6) 2012. No info regarding the product actually implanted was identified in medical records we received.